Manufacturer narrative:
A steris service technician inspected the system 1e and confirmed that the cycle completed with no alarms. The technician ran a diagnostic cycle and found that the system 1e was unable to fill properly. The steris technician further inspected the system 1e and found water remaining in the float block switch assembly. The steris technician adjusted the air inlet check valve in the float block switch assembly, ran a test cycle and confirmed the system 1e to be operating properly. The employee subject of the reported event was not wearing proper eye protection. The s40 sterilant concentrate safety data sheet recommends the following personal protective equipment (ppe): face shield, corrosion-proof clothing, gloves, protective goggles, and, in case of insufficient ventilation, respiratory protection. The steris service technician counseled user facility personnel on the importance of wearing appropriate ppe while operating the unit and forwarded the s40 sterilant concentrate safety data sheet to the customer. The system 1e was returned to service and no additional issues have been reported.

Event description:
The user facility reported that an employee opened the lid to their system 1e following a completed cycle and water leaked out onto the floor. The employee stated her eyes became irritated and self-treated by rinsing her eyes with water. No further medical treatment was sought or administered, and the employee returned to work.